Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved occlusions by filling tubing and resuming insulin.